Event description:
It was reported that when the device was used during a hemorrhoidectomy, it did not cut around a quarter of the circumference. Another device was used to complete the case. There was no consequence to the patient.